Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a device check. The rv impedance and capture thresholds had increased. The r-waves had decreased. Lead fracture suspected. The lead was explanted and replaced.